Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8110 had over infusion of midazolam. There was patient involvement, but the outcome is unknown.

Event description:
It was reported that there was an over infusion of midazolam (30mg/30ml nss). The infusion was intended to infuse at a rate of 4mg/hour at 0456am. After 30 minutes, only 2ml were observed remaining in the syringe. The syringe used was "terumo 50ml." There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, unique device identifier (UDI)#, concomitant med prod data added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of midazolam was confirmed through a review of the device log. A review of the device log showed the dose was programmed as 4 mg/kg/hr (weight-based dosing units) with a patient weight of 70 kg, resulting in a calculated infusion rate of 280 ml/hr with an infusion duration of approximately 7 (seven) minutes. ¿ laboratory test results performed on the suspect syringe module confirmed the device to be within specification for rate accuracy and the device demonstrated it was operating as intended. ¿ syringe module ability to detect syringe volume using a lab terumo 50ml syringe found the device successfully detecting syringe volume accurately within the +/- 2% specification. ¿ the logs identified that on 28jun2024 at 4:53 am, a terumo 50ml syringe with a volume of 32.2783ml was selected. A guardrails infusion was programmed for midazolam (drug ID: 199), weight based, patient weight: 70kg, dose: 4mg/kg/hr, drug amount: 30mg, diluent volume: 30ml, calculated rate of 280ml/hr and a volume to be infused (vtbi) of 32.2783ml. Primary volume infused (pvi) was recorded as 0.0ml. ¿ at 4:55 am, the user started the infusion. ¿ at 4:57 am, the device alarmed for near end of infusion. ¿ at 5:02 am, the device alarmed syringe empty. ¿ at 5:11 am, the user channeled off the unit. Pvi was recorded as 32.2783ml. ¿ the review of the suspect point of care unit (pcu) and suspect syringe module error logs showed no errors or malfunctions on the observed incident date for the device. ¿ internal and external inspection of the suspect pcu and suspect syringe module, including the syringe module drive train, did not identify any irregularities. ¿ the incident terumo 50ml syringe and event syringe administration set were not returned for investigation; therefore, inspection and testing could not be performed. ¿ note: the terumo 50ml syringe is not on the approved list of compatible syringes for alaristm devices. ¿ software version 12.1 contained a change from terumo 50/60ml syringe to terumo 60ml syringe in the master syringe list. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of an over infusion of midazolam is being attributed to user programming. Although the intended dose was reported as 4 mg/hr (non-weight-based dosing units), a review of the device log showed the dose was programmed as 4 mg/kg/hr (weight-based dosing units) with a patient weight of 70 kg, resulting in a calculated infusion rate of 280 ml/hr with an infusion duration of approximately 7 (seven) minutes. Note that imdrf annex a020601, a1801, c16, c0601, d01, d03, g02017, g0204002 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information.

Event description:
It was reported that there was an over infusion of midazolam (30mg/30ml nss). The infusion was intended to infuse at a rate of 4mg/hour at 0456am. After 30 minutes, only 2ml were observed remaining in the syringe. The syringe used was "terumo 50ml." There was patient involvement, but no harm.